Event description:
It was reported to philips that the device's host computer was intermittently not booting. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of clinical use at the time of event. It was reported that the system's host computer was intermittently not booting. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the host pc sometimes does not boot completely, and it was restarted several times until the host pc works normally. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027).fse installed new disk bay. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.